Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
Per received medwatch (B)(4). Tfx report (B)(4). The langston catheter draws back air while in the patient. Upon examination, there is a hole near the hub. No medical intervention reported. No complicatons reported. Additional information received 08oct2020: from procedural notes: a 6-french sidearm via modified seldinger technique to both right cfa and cfv. Ports flushed and aspirated well. Selective coronary angiography performed with 6-french preformed catheter. The catheter with a soft straight wire was required to cross the calcific aov, after about 10 min and catheter flushed every 2 min, then fell into the left ventricle exchanged for langston for left ventricular pressures and subsequent left heart pull back. Ventriculogram was performed in the thirty degree rao. Then exchanged the right cfv sheath with catheter over a jwire and anchored in position w/2 silk sutures. Then exchange the right cfa sheath for iabp sheath and over jwire advanced to bulb under fluoro and set at 1:1 with augmented sbp 140; all sheath and catheters removed. Sheath was sutured in place.

Manufacturer narrative:
A manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was completed. The langston catheter had a kink in the midshaft. The stopcock was separated from the ao port tubing. Adhesive and fillet are present suggesting the bond was completed correctly during manufacturing. There was no other damage present.